Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt a shocked really bad a couple weeks prior while in the shower. There was pain in the ins pocket and increased incontinence (hurting in rear). She stated she was okay after that. She indicated going to bathroom a lot again and was up all night before the report. She did not know what was going on. She mentioned that her son pulled the programmer away and she was not sure if he turned it off or lowered it. It was mentioned that she was in an auto accident in 2015 and the interstim was working after that. She also had back surgery one year prior 2015. It was also noted that the patient had CT scans not related to interstim. It was related to the accident and her back. The patient further indicated that the shocking was on her back and down right leg. It was noted that the shocking lasted for seconds and just stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.